Manufacturer narrative:
(B)(4). The sample is not available at this timeand the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). This report of a system error 2267 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device.. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error 2267 (air in the set). The technical service representative (tsr) explained the alarm and had the caregiver (cg) check for air in the lines. The supply bag was empty and there was air in the line. No leaks could be seen. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011 regarding the reported alarm. The rn stated that hp was completing therapy. There was no patient injury or medical intervention reported.